Event description:
During an atrioventricular reentrant procedure, a pericardial effusion occurred lateral wall of the left atrium. While using ensite x in voxel mode, the patient became hypotensive and an intracardiac echocardiogram revealed an effusion. It is unknown if intervention was needed. The patient recovered and was discharged home. There were no performance issues with any abbott devices.

Manufacturer narrative:
Correction: h6 codes investigation findings.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.